Event description:
During the procedure, the graft leaked 300ml to 400ml of blood when the clamp was released. The graft eventually became blood-tight on its own. The procedure was successfully completed. The pt's post-operation condition was reported as ok. Based upon the information in the physician's report, the device appears, at this time, to have been left in.